Event description:
The patient reportedly is experiencing intermittencies and pain around implant site. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Lock could not be established during the testing of the internal device. Revision surgery has been scheduled.